Manufacturer narrative:
A ge service representative performed an onsite investigation. A filament calibration was performed. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a filament error message; this occured during a procedure with patient involvement. This may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death associated with this event.